Event description:
The user reported that the 02 lamp was broken. No other details regarding the nature of the event were reported. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.